Event description:
It was reported to boston scientific corporation that a resolution ii clip device was used to treat a post polypectomy site in the colon during a colonoscopy procedure on (B)(6) 2011. According to the complainant, during the procedure, the clip failed to separate from the delivery catheter. The physician had to manipulate both the scope and catheter in order to separate the clip from the delivery system. The procedure was completed with this device and there were no patient complications as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. Component (B)(4) relates to device (B)(4) for the reported event of clip failed to release from catheter. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.